Event description:
The affiliate reported a customer who experienced hydrogen peroxide contact on their left little finger and right index finger. The customer reported that the contact sight was slightly discolored. The customer did not seek medical attn or require treatment for the contact, the customer recovered in a day. The customer reported seeing "droplets" on the load and did not wear gloves to handle the load. Svc was sent to assess the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The unit met all specs.